Manufacturer narrative:
Investigation summary: five trocar seals were returned to applied medical for evaluation; one 12 mm kii fios with z-thread (ctf73), one kii balloon blunt tip (c0r47), one 5 mm kii sleeve with z-thread (cts02), and two seals from a 5 mm kii fios dual pack with z-thread (ctf12). Upon inspection, engineering confirmed the black rubber came from the ctf73 model. A portion of the rubber septum, an internal seal component, was fragmented. All other units showed no signs of damage and met current specifications. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic anterior resection - the surgeon "was performing a lap anterior resection. Halfway through the procedure he noticed a black bit of rubber/plastic that had dropped into the abdomen. He retrieved this through the applied medical port with a" competitor's grasper "and it was safely removed." "Upon inspection, the nurses could not determine which of the ports out of c0r47 and ctf73 it had come from so have kept both items so as to be inspected at head office." The surgeon "had a similar incident with an applied medical ctf73 a couple of weeks ago so it is thought it has come from the same trocar and is a part of the seal." Instruments used down c0r47 = laparoscope. Instruments used down ctf73 = johan grasper, ligasure, diathermy hook. "Did a patient injury or illness occur associated with the complaint event: no." "Patient status : not affected."